Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30790825l number, and no internal actions related to the complaint was found during the review. E1. Initial reporter phone (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle. The patient suffered a cerebrovascular accident requiring surgical intervention. After the patient left from the room, the patient's response was poor. The physician confirmed, cerebral infarction was found. Brain catheter procedure was performed. The physician's opinions on the relationship between the event and the product is that the cause is unknown because the patient had a high chads score (= 4). No abnormalities were observed prior to use or during use of the product. Additional event information reports patient fully recovered. Generator utilized was ngen and the serial number was unknown. Correct catheter settings were selected on the generator. The pump flow setting was normally controlled by the generator.